Event description:
It was reported that the distal tip separated from the outer catheter during treatment of the proximal popliteal artery. The procedure had to be rescheduled. There was no pt injury reported.

Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for lot number gfyi0273 for this issue. The lot met all release criteria. The device was returned without packaging and labeling. The tip was examined under magnification (microscope 10x) and the outer catheter had been pulled out from the metal tip. The complaint investigation is confirmed for material separation based upon the condition in which the sample was returned. The root cause could not be determined based upon available information. It is unk whether pt and/or procedural factors contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient details (e.g. Relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.